Manufacturer narrative:
This spontaneous case was reported by a lawyer, and describes the occurrence of perforation ('essure migration/perforation'). In an adult female patient who had essure inserted for female sterilisation. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removed on (B)(6) 2019). Essure was removed on (B)(6) 2019. At the time of the report, the perforation outcome was unknown. The reporter considered perforation to be related to essure. Quality safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020, fup 1 and fup 2 processed together. Pif received: the previous event: "essure removal" was changed to "essure migration/perforation". Based on the available information. A review of our complaint records and other relevant data will be conducted. Any new and reportable information that becomes available from our investigation, will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ('essure migration/perforation/ essure coil had migrated out') and device breakage ('fragments of metallic silver gray wire') in an adult female patient who had essure (batch no. 678818) inserted for female sterilisation. The patient's medical history included paratubal cyst, painful periods, uterine bleeding and pelvic pain. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required) and device breakage (seriousness criteria medically significant and intervention required). The patient was treated with surgery (laparoscopic bilateral salpingectomy and removal of essure device and laparoscopic bilateral salpingectomy with removal of bilateral essure devices). Essure was removed on (B)(6) 2019. At the time of the report, the perforation and device breakage outcome was unknown. The reporter considered device breakage and perforation to be related to essure. The reporter commented: trailing coils; left 1, right 4. Lot number: 678818 manufacturing date: 2009/10 expiration date: 2012/10. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 30-mar-2021: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ('essure migration/perforation/ essure coil had migrated out ') and device breakage ('fragments of metallic silver gray wire') in an adult female patient who had essure (batch no. 678818) inserted for female sterilisation. The patient's medical history included paratubal cyst, painful periods, uterine bleeding and pelvic pain. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required) and device breakage (seriousness criteria medically significant and intervention required). The patient was treated with surgery (laparoscopic bilateral salpingectomy and removal of essure device and laparoscopic bilateral salpingectomy with removal of bilateral essure devices). Essure was removed on (B)(6) 2019. At the time of the report, the perforation and device breakage outcome was unknown. The reporter considered device breakage and perforation to be related to essure. The reporter commented: trailing coils; left 1, right 4. Most recent follow-up information incorporated above includes: on 18-mar-2021: mr received. Reporter's information added. Rcc added. Lot number added. Event: fragment of metallic silver gray wire added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('essure removal') in an adult female patient who had essure inserted for female sterilisation. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removed on (B)(6) 2019). Essure was removed on (B)(6) 2019. The reporter considered medical device removal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.